Manufacturer narrative:
The reported complaint of leak was confirmed. No product samples, videos were returned for investigation. However an image was provided by the customer showing the involved device with a leak. A failure mode was not able to be identified from the image provided by the customer. Without the return of the reported sample, a probable cause could not be identified.

Event description:
The complaint involved a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves. The device reportedly jetted out liquid (blood + physiological serum) leaking through the membranes of the sampling sites located on the patient's tubing. The pressure applied by pushing back the blood saver reportedly caused this product issue. This occurred when purging the pressure circuit after a blood sample. Consequences observed: a splash of blood was on the patient's bed, and potentially on the caregiver who manipulated the line (hands, holding, even face). This is a recurring problem with all devices of this type, since the change of arterial catheter (thinner, therefore greater resistance during purges). There were no clinical consequences for the patient and nobody was hurt. The blood leaked through the blue valve. There was no delay in therapy and no clinically significant blood loss. The outfit of the health professionals was soiled. The leak has been cleaned up with no specific kit. The patient¿s condition before, during and after the incident was identical.

Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending.